Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a nocturnal blood glucose of 38 mg/dl without preceding physical activity, meal announcement, correction insulin, or new medications, and the event was treated with oral fast-acting carbohydrates; the device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication or carbohydrates to treat the low glucose, with the event considered a serious illness/impairment due to the severity of hypoglycemia. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and the available information was insufficient to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.